Manufacturer narrative:
The device evaluation found dent in the outer tube and the ccu plug of the video cable section was damaged. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device outer tube had a dent and the ccu plug of the video cable section was damaged. There was no patient involvement.